Event description:
Same case as: 2134265-2013-08536 and 2134265-2013-08549. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During the procedure, an ilab was used in conjunction with an atlantis sr pro imaging catheter. Access was obtained via right femoral artery. The physician performed pullback. It was noted that the automatic pullback function of the mdu did not work and manual pullback was attempted. The procedure was completed with another mdu. No patient complications were reported. The patient was stable and safe throughout the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in overnight without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-08536 and 2134265-2013-08549. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During the procedure, an ilab was used in conjunction with an atlantis¿ sr pro imaging catheter. Access was obtained via right femoral artery. The physician performed pullback. It was noted that the automatic pullback function of the mdu did not work and manual pullback was attempted. The procedure was completed with another mdu. No patient complications were reported. The patient was stable and safe throughout the procedure.